Manufacturer narrative:
This report was prepared by rep. We are awaiting return of the devices to fisher and paykel healthcare. Monitoring and trending of this type of event for the last year worldwide gives a rate of occurrence of 0.003%. This is a very unusual event. The design of the heated tube does not produce sufficient heat to reach the melt point of the tube in worse case maximum heating conditions. The event strongly suggests that the tube has been placed near a heat source such as a winter room heater as we have rec'd a similar report in 2007. There during a vision to a pt's home the sales representative observed the CPAP device was positioned on the window still above an electric baseboard heater. This report is filed late. We were expecting the device to be returned to evaluate in time but this did not happened so we have reassessed this as vigilance reportable. We have since followed up on the return of the device and obtain additional info from the distributor who has stated that they could not remember anything about the unit.

Event description:
A distributor in another country, noticed that there was a melt in an hc604 CPAP machine breathing tube. The pt was made aware of the melt during a visit by the distributor and was unsure how the melt had happened. No pt consequence was stated.